Event description:
A pt had requested an increase in baclofen dosage. Baclofen was noted to have been increased on (B)(6) 2010 and (B)(6) 2011. The pt did not receive benefit from the two baclofen dose increases. A dislodged catheter was indicated. An x-ray on (B)(6) 2011 revealed normal results. Per cisternography on (B)(6) 2011, the catheter was determined as being dislodged. It was further indicated that x-rays of the pump, and csf flow "cysternography" were performed on (B)(6) 2011. The pt's catheter was replaced on (B)(6) 2011. The pt's outcome was noted as having resolved without sequelae. It was indicated that the pt's baclofen dose was 399.7 mcg/day as of (B)(6) 2010, 499.5 mcg/day as of (B)(6) 2010, 850.4 mcg/day as of (B)(6) 2011, and 99.9 mcg/day as of (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information reported the patient experienced an increase in spasms. The increase on (B)(6) 2010 did not improve.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed/clarified that the type of baclofen administered via the patient's pump was lioresal (2000 mcg/ml). The patient's baclofen dose on (B)(6) 2010 was 749.9 mcg/day.

Manufacturer narrative:
(B)(4).